Event description:
Upon installation of the device, the user reported that the device booted up, but there was no reaction when the cool down and cardioplegia were activated. Investigation at user facility revealed an improper connection of connections 13 and 14. The device was repaired at the user facility and will not be returned. Since the event occurred upon installation, there was no patient involvement during this event.